Manufacturer narrative:
Exact date unknown, event occurred a few months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced difficulty charging the ipg. It was also reported that the ipg caused issues with the location and some pain at times where it is located. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.